Event description:
It was reported that the procedure was to treat a moderately tortuous circumflex artery. A 2.5 x 12 mm alpine stent delivery system (sds) was advanced to the lesion; however, when the sds was inflated the stent did not deploy. The device was removed and the procedure was completed with a non-abbott stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for inflation issues from this lot. Based on the reviewed information, no product deficiency was identified.